Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display screen on the pump was blank. Audible tones were confirmed to be present. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data and alarm history revealed multiple call service alarms recorded at the time of the alleged event. On investigation, the pump powered on with audible tones and vibratory function, however, the display screen remained blank. Product analysis revealed a single component failure on the printed circuit board resulting in a blank display. A complete investigation was not possible due to the blank display screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.